Event description:
It was reported, the patient¿s ¿wire broke¿ two years prior to report. It was stated, her healthcare provider (hcp) had ¿fixed it¿ and there were no issues. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3888-33, lot# j0545162v, implanted: (B)(6) 2005, product type: lead. Product ID 74002, lot# n205576, implanted: (B)(6) 2010, product type: adapter. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3888-33, lot# j0555290v, implanted: (B)(6) 2005, product type: lead. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3778-75, serial# (B)(4), product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had not been seen since (B)(6) 2013. Additional information received reported that there was a breakage in the lead covering the right lower extremities (rle) and the patient had a lead revision on (B)(6) 2012. The reporter noted that the lead was replaced. It was noted that the pain was located in the whole body from the upper and lower extremities complex regional pain syndrome (crps). The pain was aching, burning and sharp in nature and was described as constant. The pain intensity was 7. It was noted that the patient denied any contraindications to the procedure. It was noted that the patient had sleep concerns and slept 2-3 hours uninterrupted due to pain. The reporter noted that programming was performed and that impedance values were normal. It was noted that the patient was to return to the clinic in 10 days for a follow up and suture removal.

Manufacturer narrative:
Product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3888-33, lot# j0545162v, implanted: 2005 (B)(6); product type lead product ID 74002, lot# n205576, implanted: 2010 (B)(6); product type adapter product ID 748940, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient product ID 3888-33, lot# v649093, implanted: 2012 (B)(6); product type lead product ID 3888-33, lot# j0555290v, implanted: 2005 (B)(6); product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3888-33, lot# j0545162v, implanted: 2005 (B)(6); product type lead product ID 748940, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3888-33, lot# v649093, implanted: 2012 (B)(6); product type lead product ID 3888-33, lot# j0555290v, implanted: 2005 (B)(6); product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).